Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their receiver had intermittent out of range. There was no report of injury or medical intervention. No additional event or patient information is available. The complaint receiver was not returned to dexcom. However, the transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5199448), being used with the complaint receiver, was returned on (B)(6) 2015. The returned transmitter was visually inspected and no defect was found. A global transmitter functional test was performed on the transmitter and it failed, finding software failure. Based on the finding of software failure the complaint was confirmed. The root cause was determined to be a defective transmitter, post investigation.

Manufacturer narrative:
(B)(4).